Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. The force bipolar instrument was analyzed and found to have conductor wire insulation damage near the distal pulley. The internal wire was exposed. There were no signs of thermal damage, and the instrument was able to deliver energy with no signs of arcing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument conductor wire was dislodged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was found intraoperatively while performing dissection. The internal wire was not exposed and was broken in half. There was a loss of cautery as a result of the damaged wire. Also, there were no signs of thermal damage and no arcing observed. There was no instrument collision and no problems removing the instrument through the cannula.